Event description:
Cable inside the cup impactor broke and the threaded piece will not turn to engage cup. This caused a 30-min surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.